Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd veritor¿ plus analyzer, one (1) patient sample resulted as negative from a new analyzer; however, the user visually observed positive lines on the test cartridge and expected a positive result. The same test cartridge was reinserted into the new analyzer and again a negative result was obtained. The user then reinserted the same test cartridge into a different analyzer, which provided a positive result. It was not provided which analyte was discrepant. There were no health impact or consequences reported.

Manufacturer narrative:
Investigation summary: the complaint alleges the bd veritor plus analyzer is providing discrepant results between two analyzers (catalog number 256066, serial number (B)(6). The customer reported that one (1) patient sample resulted as negative from the analyzer; however, the user visually observed positive lines on the test cartridge and expected a positive result. The same test cartridge was reinserted into the analyzer and again a negative result was obtained. It was noted qc passed. The user then reinserted the same test cartridge into a different analyzer, which provided a positive result. Replacement analyzer was provided to the customer. The defective analyzer had been returned by the customer; however, bd quality did not receive the unit for investigation. If the analyzer is received at a later date, the complaint may be reopened. Thus, the complaint is not confirmed. Device history record review for veritor plus analyzer, serial number (B)(6) was reviewed and nonconformances related to this failure mode were not revealed in manufacturing during final testing. The device was released conforming. Review of risk management files confirms there are no new or modified risks associated with this failure mode. Bd quality will continue to monitor for trends associated with the failure mode described in this complaint.

Event description:
It was reported when using the bd veritor¿ plus analyzer, one (1) patient sample resulted as negative from a new analyzer; however, the user visually observed positive lines on the test cartridge and expected a positive result. The same test cartridge was reinserted into the new analyzer and again a negative result was obtained. The user then reinserted the same test cartridge into a different analyzer, which provided a positive result. It was not provided which analyte was discrepant. There were no health impact or consequences reported.